Manufacturer narrative:
Findings: unit had unresponsive up and down buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corners and missing keypad overlay.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer states that the buttons were peeling off and that they can see the electronics inside of the device. The customer's blood glucose level was 10.8 mmol/l at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.